Event description:
New information received indicated programming changes were performed. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed a high impedance upper limit alert on the patient's right ventricular (rv) lead. No intervention was performed. The patient condition was stable.